Event description:
The user received a questionable hcg (human chorionic gonadotropin) result for one patient sample. All results are in miu/ml. The initial result was 0.154 and was reported outside the laboratory as <1. The doctor called stating he did not believe the result as an ultrasound exam showed the patient was pregnant. The sample was repeated and the result was 7041 with a data flag. This result was reported outside the laboratory. No adverse events were alleged regarding the event. The hcg reagent lot number was 15739702. The field service representative determined the static brush on the sample transport line was misadjusted. He adjusted the static brush so it was in contact with the sample rack and tubes. To verify the analyzer operation, he ran performance tests and precision testing which passed.